Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling placement procedure performed on (B)(6) 2009. According to the complainant, during the procedure, there was more blood loss than usual, for which the physician performed cryocauterization of the cervix. Prior to discharge, the patient presented with hematuria and pain, which was described as 03/100 on a visual analog scale.